Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event. Related file: 1219977-2016-00154. This report is based upon allegations made in a potential lawsuit in which atrium medical would be named as a defendant.

Event description:
This event is deemed reportable based on the allegations in a pre-suit claim which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. Claimant attributes unspecified complications to the mesh. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
A review of all manufacturing lot history and sterilization records was conducted. All in-process specifications and release criteria were met, including seal strength testing on both the pre-and-post-sterile packaging. Ball burst and suture retention testing was also conducted on the mesh at incoming and fourier transform infrared spectroscopy was performed on the cured coated mesh panels.

Manufacturer narrative:
Additional information added to describe event or problem. Related file 1219977-2016-00154.

Event description:
This report is deemed reportable based on the allegations in a lawsuit claim which, while unsubstantiated, suggest that a reportable event may have occurred during use of arium medicals mesh product. Allegedly, plaintiff reported severe spasms and significant pain at the site of the mesh implant. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Event description:
Allegedly, plaintiff experienced recurrent hernia potentially caused by severe spasms and coughing.